Event description:
Per the surgeon, the patient will be explanted due to partial insertion of the electrode. A CT scan indicated the electrode had folded over at the basal turn. Explant and reimplantation is planned, but had not taken place at the time of this report.